Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of historical data and batch history review. Device history review: based on the production date of april 2016, we were able to identify two batches for this period. This concerns the batches 52213002 and 52219608. The device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, life threatening situation. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product gk560r - landolt bipolar coagulation forceps90dg. According to the complaint description, the bipolar rubber partially detached and adhesion occurred. The neurological procedure was performed under general anesthesia. Hemostasis was difficult due to the malfunction. There was bleeding and compression was applied. However, the patient developed hemorrhagic shock and abnormal coagulation function. The postoperative re-examination showed rebleeding in the surgical area, forming epidural hematoma and subcutaneous hematoma. After brain tissue compression, urgent reoperation was performed to remove hematoma. This was considered to be life-threatening situation. The patient's condition improved, and the wound had slight exudation. Additional details have been requested. The adverse event is filed under aag reference (B)(4).